Event description:
It was reported that product package seal was compromised. When a 135cm model-transend guidewire was arrived; it was noted that the box was flattened, and the seal was peeled off. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned inside its respective original box. It was observed that the closure strip of the box was opened. After taking the pouch out of the box, it was observed that the original pouch was sealed, and the device was observed without any damage. Additionally, it was observed that the original box has ripped and had wrinkles. The pouch was returned, and it was observed that the pouch information matches with the complaint information.

Event description:
It was reported that product package seal was compromised. When a 135cm model-transend guidewire was arrived; it was noted that the box was flattened, and the seal was peeled off. There were no patient complications reported.